Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch.

Event description:
The user reported that a muscle spasm was caused by one of the two iceforce needles used during a renal cryoablation procedure. The muscle spasm was observed during the final active thaw cycle. The user halted the procedure, and activated the active thaw feature sequentially on both needles to determine the fault needle. The user continued the case by using passive thaw on needle 1 and active thaw with needle 2. The case was completed with no reported injury to the patient. The medical staff discarded the suspect needle in error, and the needle will not be returned to the manufacturer for investigation.